Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID# (B)(4).

Event description:
During a peripheral atherectomy procedure using a csi orbital atherectomy device (oad), the tip of the viperwire guide wire became stuck in a non-csi filter, resulting in a procedural delay. The target lesions were 99% stenosed and located in the proximal and mid superficial femoral artery. A non-csi filter was being utilized over the csi guide wire. During removal of the filter following atherectomy treatment, the guide wire became stuck in the basket of the filter. The filter was then difficult to remove and wire access was lost, leading to a procedural delay greater than 30 minutes. The lesion was re-wired and the procedure was completed with balloon angioplasty and stent placement. The patient was in stable condition following the procedure.